Event description:
On (B)(6)2010 a pt contacted the johnson & johnson visioncare affiliate in (B)(4) to report experiencing a "stinging pain" immediately upon contact lens insertion od on (B)(6)2010. The pt continued to wear the lens and reported that redness developed od "around noon" the same day and that the lens in question was removed in the evening because the pt couldn't endure the pain. The pt reported presenting to an eye clinic for evaluation (B)(6)2010. On (B)(6)2010, the treating doctor confirmed that the pt presented to the clinic (B)(6)2010 with c/o persistent pain od after removing a contact lens from the od the evening of (B)(6)2010. The pt had been wearing the same brand of contact lenses without event since (B)(6)2010. The doctor noted two peripheral infiltrates, one located at 6 o'clock and another located at 9 o'clock and iritis od. Va with correction 1.2 (20/20). The pt was instructed to d/c contact lens wear and was prescribed vigamox drops qid. No additional info is available at this time; the pt has not returned to the clinic for follow up. If additional info is received, will report within 30 days of receipt. The product in question has been requested for return for eval but has not yet been received. The lot number of the product in question is unk. No further investigation can be done at this time. MDR reportable event trends are reviewed quarterly in executive management review.

Manufacturer narrative:
Device not returned. No eval will be performed.